Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-60138.

Event description:
It was reported that the customer had low blood glucose levels of 32 mg/dl. The customer reported admitted into the hospital for low blood glucose levels. The customer was intravenously administered with glucose. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported being under a lot of stress from work. The customer was advised to monitor the insulin pump and to call should issues persist. No additional information was provided.